Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in ada 20. Details of surgery: primary stability not achieved. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.